Event description:
Patient's relative reports patient was hospitalized after dialysis treatment on a meridian hemodialysis device. Per facility ceo, the patient was admitted to the hospital in 2002, one day after dialysis treatment as a precautionary measure with a 101 degree temperature and complaint of chills. No other symptoms were reported. It was further noted that the patient's blood work did not show hemolysis and blood cultures showed no growth after 48 hours. The patient was diagnosed at the hospital with diverticulitis. The patient was discharged. It was reported that the patient's blood culture showed gram + rods after discharge. Patient was administered vancomycin (dose and route unknown). Patient returned to the dialysis clinic and continues to dialyze without incident. Per the patient's physician patient's symptoms were not related to dialysis treatment.